Event description:
The facility reports, at approx 4:30 pm, the cna was lowering the pt onto the bed when the spreader bar came out of the jib socket, dropping the pt onto the bed. The spreader bar fell on top of the pt's left forearm, upper left shoulder, and right lower leg, causing bruising on the left upper shoulder and skin tears to the left forearm and right lower leg. The cna immediately called for assistance. Hospitalization was not required.